Event description:
Reporter indicated that patient experienced an increase in seizure activity. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator (eri flag) was no, indicating that the generator was not at end of service. The patient's generator was replaced in august 2001 due to end of service. The patient reportedly had good seizure control prior to the re-implant and immediately after, but has recently had an increase in seizure activity. Further follow-up revealed that x-rays taken on 7/2002 showed that the leads were not connected properly to the generator. The patient underwent revision surgery in 2002. Reporter stated that the generator was causing strain on the lead when the pt moved around. The physician reconnected the leads and repositioned the generator. After revision surgery, device diagnostic testing was within normal limits. The patient's device was programmed to on after surgery. It was reported that the patient is no longer experiencing the increase in seizure activity.